Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. On may 12, 2006, the patient was seen by a company representative for device evaluation. Testing confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.